Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary vein isolation for atrial fibrillation, after transseptal puncture, an episode of transient st elevation and hypotension occurred, lasting approximately 10 minutes and resolved spontaneously. The transeptal puncture was performed using a non-abbott device (98cm nrg needle by boston scientific) and an agilis 13f steerable introducer. The procedure was aborted and all catheters and sheaths were removed. This patient also had a coronary intervention 4 days prior to this procedure where significant coronary spasm was observed during that coronary intervention. The physician suspects that coronary spasm caused the reported arrythmia. There were no performance issues with the introducer.